Event description:
System locked up during angioplasty. Collimator closed to minimum and no further exposures allowed. System rebooted and case proceeded without incident. No patient injury occurred.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.